Event description:
The customer reported approximately 2 mls of diluted blood was leaking underneath the lh780 analyzer. The leak was not contained. The customer also stated the diffs were voting out and the instrument eventually generated "low aperture voltage lower failed errors". There was no biohazard exposure to open wounds or mucous membranes. In addition, there were no erroneous results reported out of the laboratory.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the leak from a worn diff sample line. (From diff chamber to t-fitting under flowcell). The fse replaced the diff sample line resolving the leak and the errors (diff voteouts, and voltage errors). Upon recur; the failure mode identified is likely to generate erroneous flagged, un-flagged or non-numeric diff results. (B)(4).